Manufacturer narrative:
The device has been disposed of by the facility.

Event description:
It was reported that during a procedure to treat a 105ml prostate gland, the metal cap came off at the end of the procedure at 210,503 joules and 22.29 minutes of use. The fiber tip was not cleaned during the procedure. The procedure was completed utilizing the first fiber. There was no patient injury information reported due to this event.